Manufacturer narrative:
(B)(4). Batch #: u5ct7x. Component code: mechanical(g04). Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with an ecr60g reload present. The reload was received with the one piece sled detached and partially fired 2/3, with the pan detached from the reload. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. The damage to the actuator post has been correlated to a manufacturing process. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, could not fire. Changed the new one to complete the surgery. There was no patient consequence reported. No additional information can be provided.